Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During procedure, the peg tube was dislodged inside patient. The device was removed. The procedure was not completed. It was reported the patient was hospitalized and antibiotics were given to resolve the problem. In addition, before the procedure, the patient was given kefazol and after the procedure, metronidazole and ceftriaxone.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During procedure, the peg tube was dislodged inside patient. The device was removed. The procedure was not completed. It was reported the patient was hospitalized and antibiotics were given to resolve the problem. In addition, before the procedure, the patient was given kefazol and after the procedure, metronidazole and ceftriaxone.

Manufacturer narrative:
Block h6 (device codes): device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h6 (patient codes): patient code e1906 captures the reportable event of infection. Block h10: the returned endovive standard peg kit pull method was analyzed. Upon visual assessment, the whole kit was returned and no problems were found. Therefore, the reported feeding tube dislodged or dislocated was not confirmed. In addition, patient infection, hospitalization or prolonged hospitalization and medication required cannot be confirmed by product analysis. Based on the condition of the returned device, engineers determined the reported event feeding tube - dislodged or dislocated was not confirmed because the results of the analysis performed on the returned device showed no evidence of issues or defects. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event, however, there is no objective evidence to determine that the reported event occurs due to a device issue. Boston scientific has determined the most probable cause of this complaint is no problem detected. There is no evidence of a manufacturing issue or design which could have caused influence on the event.